Event description:
A diabetic educator called on behalf of a patient to request a replacement meter, noting that he had come into the hospital "with a cardiac event". She further noted the customer had "high blood sugar". It was additionally noted he was in the hospital because his adc blood glucose meter was not working. The customer was hospitalized for two days. No further information was provided because she declined to continue troubleshooting, noting she was in a hurry and was just calling to get his meter replaced. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the date of event is unknown. Additionally: the meter serial number is unknown; hence the device manufacturer date for the meter is unknown. All pertinent information available to abbott diabetes care has been submitted.